Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding") and headache ("headaches"). The patient was treated with surgery (hysterectomy). On (B)(6)2021, all of the events had resolved. The reporter considered back pain, genital haemorrhage and headache to be related to essure administration. The reporter commented: had essure as birth control option when she decided to not have more babies. Few months after started developing issues and the issues were worse as time progressed. Seen many doctors before finally deciding to have a hysterectomy to remove the essure. All headache, bleeding and lower back pain have disappeared since removing. She would like to proceed with a claim on her essure issues. She is owed compensation for her pain and suffering as well as all medical expenses. Any and all information can be collected from her doctor who inserted the coils as well as the doctor who removed them with a full hysterectomy. No other medications or conditions would have been the cause of her pain and suffering from your medical device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2024: quality safety evaluation of product technical complaint. 20-aug-2024: patients date of birth & address details added. Reporter causality changed to related for all events. Reporter comment causality updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 42 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), genital hemorrhage ("heavy bleeding") and headache ("headaches"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy). On 02-feb-2021, all of the events had resolved. No causality assessment was received for essure with regard to genital haemorrhage, back pain or headache. The reporter commented: had essure as birth control option when I decided to not have more babies. Few months after started developing issues and the issues were worse as time progressed. Seen many doctors before finally deciding to have a hysterectomy to remove the essure. All headache, bleeding and lower back pain have disappeared since removing. I would like to proceed with a claim on my essure issues. I am owed compensation for my pain and suffering as well as all medical expenses. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.